Event description:
On (B)(6) 2013, the patient requested information on alternate vns physicians, because she said that her physician was having issues with his dosing equipment and she wanted a "back-up" in case it did not work for her. Attempts were made to the physician for additional information on the issue; however, they were unsuccessful. The physician's office manager stated that it was unknown if the programming system was working and they did not know if there was anything wrong with it. The manager said that they would contact the manufacturer when they had more information. No other information was provided.